Manufacturer narrative:
One medfusion pump was received with a cracked barrel clamp head. The event history log was reviewed and there was a battery communication timeout message. The power up process was conducted and battery diagnostics were checked. The battery communication timeout error was unable to be duplicated. The battery was inoperable due to normal wear since the battery is 3 years old. The battery and cracked barrel clamp head were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had an intermittent battery communication time out error. There was no patient involvement.